Event description:
While troubleshooting a whistling sound emanating from the beckman coulter coulter lh 750 hematology analyzer station, the customer noticed a fluid leak contained on the right side of the instrument. The leak was contained within the instrument. The customer was unable to determine the amount of the leak or the source. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer reviewed the msds. The facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse replaced broken triple pinch valve (vl57) and a leaking vacuum chamber (vc 11) tube. The vl57a tubing carries blood, diluent, control material and clenz reagents to vc11.

Manufacturer narrative:
The source of the leak was the pinch valve (vl 57). (B)(4).